Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient encountered issue with needle guard. Patient replaced infusion set and resumed insulin successfully. No further information.